Event description:
The customer reported that the oxygen saturation of patient was dropping while on the vela ventilator with fraction of inspired oxygen (fio2) set at 100%, measuring from only from 35 to 40% on the screen. The oxygen saturation has dropped to 82% and the unit was taken off. The patient was bagged to return to saturation in high 90s and then placed to another ventilator.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and was unable to duplicate the reported complaint but was noted in the error log. The fsr ran the vent at various o2 (oxygen) settings without issue and recalibrated the o2 cell then ran the unit again. The o2 was within specification at 21, 30, 60, 90 and 100. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.